Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported to philips the device is noisy. The field service engineer (fse) restarted the device and checked the device. It was found that the device noise is caused by the blower, and it is determined that the blower is out of order. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse replaced the blower to resolve the reported issue and the device turned to full functionally.